Manufacturer narrative:
Evaluation summary: investigation: a review of the device history record for the surpass acetabular shell liner, lot number 21349-111908 showed that no material property, mechanical, or dimensional discrepancies existed in the production of this lot. A review of the device history record for the mating part used in surgery, surpass 52mm acetabular shell, lot number 16812-071906 was conducted and showed that no material property, mechanical, or dimensional discrepancies existed in the manufacturing of this device. Conclusion: the cause of the fracture after impaction could not be determined based on the given evidence. There is published literature that supports the probability of fracture if the liner is canted and wedged into the shell before impact. Stelkast instructions for use, fm 663, which is packaged with each liner, warns that this type of event can occur.

Event description:
After insertion and impaction of the acetabular ceramic shell liner, the liner had cracked.